Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer believed the occlusion alarm was caused by scar tissue; this could not be verified as the customer was not currently experiencing an occlusion alarm therefore no troubleshooting could be performed to determine a possible cause of the occlusion. A supply change was performed resolving the occlusion alarm. The customer's blood glucose (bg) level was over 400mg/dl and a manual injection was administered to address the bg level.